Event description:
The case was a severe trauma case on a patient weighing (B)(6). The or staff were using the it set up during the procedure. The patient started on the hospital's hana table, but the surgeon had trouble getting images of the hip, so they transferred the patient to the sts. The patient was secured to the table with a safety strap and was positioned in a simi lateral position. The table is said to have shifted/lat rolled 25 degree angle on its own and the patient slowly slid off the table to the floor.